Manufacturer narrative:
Literature article title: procedural advantages of a novel coronary stent design with ultra-thin struts and bioabsorbable abluminal polymer coating in an all-comers registry. Authors: haitham abu sharar, bruna gomes, emmanuel chorianopoulos, ziya kaya, christian a. Gleissner, hugo a. Katus, raffi bekeredjian publication: advances in interventional cardiology year: 2018 issue #: 14, 3(53) literature reference: doi: https://doi.org/10.5114/aic.2018.78326. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted. Patients underwent pci with a non-medtronic thin strut bio absorbable abluminal polymer coated stent. These patients were compared with patients who previously underwent pci with second generation des stent, including resolute integrity stents. Clinical events including cardiac and non-cardiac death, stroke, stent thrombosis, restenosis and myocardial infarction were reported in the population.